Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was a week ago the patient's stimulator would not charge. Patient stated they had back surgery (not related to the device) and there was a whole lot of stuff going on and when they waited to charge the stimulator, it wouldn't charge. The last time the patient charged their implant was probably a couple months ago and since last week it would not charge for they got 2 little things. Agent understood ins was in an over discharge state. Pt inquired MRI guidelines since it was not charge, agent reviewed. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. The patient (pt) reported they had the implant removed, sometime in 2025, because the device wasn't recharging any more. Patient wasn't able to give further details.